Event description:
A sensor panel replacemante following a failed electrical leakage check during fsca 881841 was reported. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A sensor panel replacement following a failed electrical leakage check during fsca 881841 was reported. A getinge field service technician (fst) was sent for investigation. The ch sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Based on the results the reported failure "failed electrical leakage check during fsca 881841" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.